Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crej2 (creatinine jaffé gen.) Assay on a cobas 8000 c 702 module. The sample initially resulted in a crej2 value of 1.03 mg/dl and repeated as 1.75 mg/dl on (B)(6) 2022. The repeat result was deemed correct. The initial questionable result was reported outside of the laboratory. The crej2 reagent lot was 62286401 with an expiration date of 31-dec-2023.

Manufacturer narrative:
The investigation determined that the crej2 reagent in use was out of onboard stability. Per product labeling: "crej2: on-board in use and refrigerated on the analyzer: 7 days; on-board on the reagent manager: 24 hours." After replacing the kit, the issue was solved. The investigation did not identify a product problem.